Event description:
Additional information was received. It was reported that there was no known impact to the patient. The manufacturing representative (rep) also stated the deviation amount was hard to say, but maybe 3.5 millimeters (mm).

Manufacturer narrative:
A4 and b5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that this was for an l3-s1 case; the patient already had existing hardware in l4-s1 from a previous procedure. Patient registration was successful, and the surgeon placed a screw in l3-left with good placement. The surgeon then removed the l4-right screw, placed a screw in l3, and then went back to l4. At that point, the surgeon noticed that the l4-right screw had deviated. The final decision was to leave the l4-right screw out, as there was little to no lateral wall to hold a screw in place. It was also noted that the surgeon felt the patient reference frame was off and confirmed that the accuracy had slipped. The site restored accuracy by retaking some snapshots sometime between the r-l3 and r-l4 placements. There was less than an hour delay. Impact on patient outcome unknown.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. A4. Patient information unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.